Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/10/2025, the user reported receiving an alert on their device. The alert did not resolve after a restart. The user performed a dry run, which was completed successfully. Blood glucose was not affected.